Manufacturer narrative:
The device history record (DHR) was not able to be reviewed as the device information was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned and no evaluation was able to be performed, the root cause for the calcification and stenosis remains indeterminable. However, it is possible patient related factors and progression of an underlying disease may have contributed to the calcification and stenosis of this device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an unknown model valve was explanted due to calcification leading to stenosis after an implant duration of approximately 3 years and 6 months. The explanted valve was replaced with a non-edwards mechanical valve. No additional information has been made available.